Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, minor scratches on the lcd window, a cracked reservoir tube lip, a scratched reservoir tube window and a damaged address/serial label. No crack on the back of the pump was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump was broken. The insulin pump was knocked to the ground and the screen broke. The customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.